Event description:
Event 1 pump shut off "pump failure" event 2 pump said downstream occlusion even though all clamps were open and tubing was connected to patient. After opening pump door to assess for a kink in the tubing the pump started infusing IV drug with door open. Event 3 pump has battery alert alarm. Removed from service for repair. Event 4 pump states system error and shut itself off twice. The pump was running vasopressin to the patient while she was being resuscitated for pneumopericardium and resultant hypotension. The patient became hypotensive when the pump shut off.